Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting a constant tone. This idiosyncratic operation was successfully corrected (and tone turned off), by programming the 'beep' feature on and off again. Normal operation resumed. However, the device was later replaced for battery depletion. The clinician suspects that longevity was adversely impacted by the energy consumed during the constant tone. The explanted device was returned for laboratory testing.